Event description:
The customer reported having a severe low glucose of 36mg/dl, and was treated with orange juice. The customer was out at the store and the paramedics were called. The customer mentioned that she ate in the morning, gave 17units and went to the store. She checked her blood glucose and it was 60mg/dl, then ate glucose tablets and drank orange juice, but fifteen minutes later her sugar dropped more. Troubleshooting was declined as customer had changed the type of infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.